Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-04619. It was reported the patient has been receiving inadequate therapy due to lead migration. The patient underwent surgical on (B)(6) 2019, where the leads were re-positioned back to the original position.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: there should be no date in explanted date due to the leads being re-positioned not explanted.